Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of the call on (B)(6) 2015. Customer also received unspecified error messages. Verified storage of product is not within instructed spec since they are kept outside of original vial and in the bathroom. Test strips lot MFR's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (from logbook): 78mg/dl (B)(6) 2015 05:00am fasting: yes; 59mg/dl (B)(6) 2015 06:48am fasting: yes; 68mg/dl (B)(6) 2015 06:44am fasting: yes; 114mg/dl (B)(6) 2015 06:58am fasting: yes; 60mg/dl (B)(6) 2015 07:41am fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Customer also received unspecified error messages. Verified storage of product is not within instructed specification since they are kept outside of original vial and in the bathroom. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (from logbook): 78 mg/dl, (B)(6) 2015 05:00am fasting: yes. 59 mg/dl, (B)(6) 2015 06:48am fasting: yes. 68 mg/dl, (B)(6) 2015 06:44am fasting: yes. 114mg/dl, (B)(6) 2015 06:58am fasting: yes. 60 mg/dl, (B)(6) 2014 07:41am fasting: yes. Adverse event not reported.